Manufacturer narrative:
As received,a partial lead (distal end) was returned in one piece measuring 40.6 cm. During electrical testing the lead failed the hi-pot test due to procedural damage at the proximal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, noise was noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.